Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty plugging the charging cable into the usb port on the pump. Reportedly, the issue was caused by debris inside the usb port of the pump. The customer successfully removed the debris and was able to charge the pump successfully. There was no reported adverse impact to the customer's blood glucose level.